Event description:
The device was returned to the service ctr with a report from the customer contact that the device audibly alarmed with a check cassette error code. This did not indicate a reportable malfunction. However, during verification testing at the service ctr it was found the device pressure sensor had drifted out of calibration.

Manufacturer narrative:
During testing, the device alarmed with check cassette p error code during the delivery accuracy test. The probable cause was due to proximal pressure sensor calibration drift. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.